Manufacturer narrative:
(B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was performed on (B)(6) 2017 because of the loosening due to metallosis caused by metal on metal method and breakage of screw. After the revision surgery, the surgeon found the smaller amount of armd than the surgeon expected.